Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller used a non-tandem wall adapter which resolved the issue, and a replacement tandem charging supply was sent via two-day shipping. Pump began charging with no further assistance required.